Manufacturer narrative:
Summary of event: as reported by the distributor, the packaging of a micropuncture transitionless access set was not sealed. There was no patient involvement. Investigation evaluation: reviews of the device history record (DHR), documentation, drawings, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. The cook seal was missing on the bottom of the pouch. There was no evidence of the pouch being sealed. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. Additionally, cook investigated all lots inspected/sealed by the individuals within the same timeframe as the complaint lot and found no relevant non-conformances. A database search for all final lots from the same timeframe revealed no additional complaints have been reported from the field. Therefore, cook concludes this nonconformance to be isolated incident and no additional escalation is needed. The product IFU states, ¿sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has determined manufacturing and quality deficiencies contributed to the failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported by the distributor, the packaging of a micropuncture transitionless access set was not sealed. There was no patient involvement.

Manufacturer narrative:
G4: PMA/510(k) # - k240589. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.